Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt palpitations and, presented to the healthcare facility for evaluation. The information received indicated that during use the right atrial (ra) had potential undersensing on stored and presenting electrogram episodes. The ra lead remains in use. It was also reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.